Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the 8596sc catheter found there was difficulty with sc (sutureless) connector which led to explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (concentration 2000 mcg/ml; dose 1250 mcg/day; lot unknown) via an implantable infusion pump. Indication for pump use was intractable spasticity and cerebral palsy. Medical history and concomitant medications were unable to be obtained. A pump replacement was scheduled due to the pump nearing "MRI." Per the hcp, the patient's family was stating that they felt the patient was still not getting relief as he should. During the replacement on (B)(6) 2016, the pump segment of the catheter was unable to be taken off of the pump and shearing occurred on the outside of the catheter. As a result, 7 cm of the catheter was cut and replaced with a new sutureless connector segment (8596sc). After the new 13 cm segment was connected, good flow was observed and aspiration through the catheter access port (cap) was successful after connecting to the replacement pump. Diagnostics and troubleshooting performed was unable to be determined. As of (B)(6) 2016, the issue was resolved, the spinal catheter remained implanted and in service, and the patient's status was reported as "alive - no injury." On (B)(6) 2016, the pump the sutureless connector segment was returned.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
In 2012, the effectiveness of the therapy was questioned when the patient joined the program. It was noted that the family was not willing to have surgery and the issue was managed by escalating the dose. There was suboptimal spasticity control upon entering the program in 2012. Higher than expected residual volumes were noted and considered each refill. Imaging and a side port access test (cap procedure) found no obvious discontinuity of the catheter. Intermittent bubbles were noted during the cap procedure suggesting a loose connection. The cause of the inability to disconnect the catheter and shearing was unknown. The patient's medical history included cerebral palsy, quadriplegia, scoliosis, and torticollis. The patient's concomitant medications included proventil, omeprazole, pulmicort, valium, keppra, and miralax. The patient's allergies included dairy, soy beans, augmentin, dilantin, and zosyn.

Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The volume discrepancies were consistently over each visit and were noted to be 1-1.5 ml. The cause of the volume discrepancies was determined to be a partially occluded catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.